Event description:
It was reported that the patient experienced persistent hyperglycemia, with a blood glucose of 218 mg/dl for approximately four hours despite administering 2 units of insulin, and no device alerts or alarms were reported. Symptoms included hyperglycemia without reported loss of consciousness, seizure, or injury. Outcomes included no emergency treatment and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction or alarm-related issues, and no component-specific failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.